Manufacturer narrative:
Device not returned

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 133-134 mg/dl.